Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a connection failure with the axiem cable occurred. The event was attributed to a fracture of the cable. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the axiem cable. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had separated at the lemo connector, exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.